Manufacturer narrative:
Exact date of event is unknown. (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular intervention of an unknown endoleak of a previously implanted aneurx and talent stent grafts. A recent CT revealed that the previously reported unknown endoleak has continued and the aneurysm is expanding rapidly. The patient is being monitored by the physician. No clinical sequelae were reported and the patient is fine. A review of returned cta¿s revealed that the most proximal device (believed to be an endurant aortic cuff) was positioned just below the renal arteries. The proximal stent graft od is 36mm. The right limbs are extended into the common iliac artery. The left common iliac artery is aneurysmal at 2.8cm, and the stent grafts on the left were extended into the left external iliac artery. The max aaa diameter is 7.2cm. Contrast is seen within the sac; however, the endoleak type and cause could not be determined. This may be a type iii or a proximal type I endoleak.